Event description:
An unidentified visiting nurse reported meter to hcp meter comparison tests for pt. She stated pt's meter read 254 mg/dl and her meter (precision) read 99 mg/dl. Pt did not have any symptoms. Reporter stated that a control solution test was high, out of range; test strips were expired since pt tests only twice a month. On follow-up, subject (pt) was unaware of reason for nurse's report. Nurse visits every 2 weeks. No harm was alleged. A written request for add'l info was sent; no response has been received.